Manufacturer narrative:
(B)(4). Investigation summary the (B)(4) device was received for analysis with no apparent damage and with a gst60d cartridge reload loaded on the device. The cartridge reload was received partially fired 1/3. The device was tested for functionality in the articulated position with the returned cartridge reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples met the staple form release criteria. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. The device opened and closed without any difficulties noted. The partial fire is consistent with an incomplete or interrupted cycle. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a low anterior resection, the knife did not move forward when the firing trigger was grasped at the second stroke of the first firing. The knife could not return to home position, so that the curve cutter was placed on the anus side to cut the target tissue. The surgeon cut around the tissue attached (B)(4) by curved cutter. There was no need for a colostomy and no confirmed leakage for the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.